Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this patient presented with a heart rate of 25bpm. The patient has heart block and has been non-compliant with device checks. The caller stated that telemetry could not be established. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant informed the caller that the device most likely does not have enough energy to start a session. The consultant stated the device should be replaced. A temporary pacing wire was inserted to support the patient and the device was explanted. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The device was returned for testing. This product issue will be updated when evaluation is complete.